Manufacturer narrative:
(B)(4). G2 - report source - foreign: the event occurred in france. The complainant has indicated, that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text: investigation incomplete.

Event description:
It was reported, that the patient sustained a femoral condyle fracture following knee arthroplasty. No further patient consequences have been reported. Attempts have been made. However, no additional information is available.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to treat a femoral condyle fracture approximately two (2) weeks post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b2, b3, b4, b5, d1, d2, d4, d6a, d6b, g3, g4, g6, h2, h3, h4, h6, h10. H6 - component code - proposed code is mechanical (g4) femur the device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.